Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The user reported receiving glucose suspend alert on 4 february 2026. The sensor was returned for further investigation. In house testing of the returned sensor showed optical instability in all four channels, which was consistent with what was observed in the sensor data in dms. The glucose suspend alert was triggered when all channels fell below the threshold. The optical instability was attributed to delamination of sensor internal components, as confirmed via microscope. A replacement sensor was provided to the user as part of the resolution.